Event description:
Boston scientific was notified of the following event: location: brain's artery. Event: injected contrast media and saw that 10 cm proximal of tip the catheter lost contrast media. Contrast media also left the catheter through the tip at the same time. Catheter was used with a 0,010 silverspeed wire. To finish the intervention they used another m00354902020 catheter successfully.